Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive technical support engineer (tse) and reported mega needle driver instrument stopped working and other backup same instrument was used to complete the surgery. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the csr confirmed that the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The surgical task that was performed was suturing of the anterior wall defect. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of pitch cable broken to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis.

Event description:
Refer to h10/h11 for follow-up information.